Manufacturer narrative:
Supplemental correction to correct section h6 device codes. Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that the programmer's touch panel was not responding. No adverse patient effects were reported. The programmer was returned for repair/analysis.

Event description:
It was reported that the programmer's touch panel was not responding. No adverse patient effects were reported. The programmer was returned for repair/analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.